Event description:
The patient reported frayed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage.no software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Review of the device history record was not possible as the lot number for power supply is not applicable. The field reported event of exposed wires on the power supply was unconfirmed.